Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that on (B)(6) 2016, the patient presented with stable angina and high cholesterol. The procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was not calcified or tortuous. An unspecified absorb scaffold was implanted. As dual antiplatelet therapy (dapt), the patient received plavix and aspirin. On (B)(6) 2018, the patient presented with a myocardial infarction and late thrombosis of the absorb scaffold was observed. Patient stopped his 1 year dual antiplatelet therapy (dapt) around (B)(6) 2017. Physician performed a thrombo aspiration and treated only with balloon angioplasty. The patient was placed back on dapt with medication changed to ticagrelor. No additional information was provided.